Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing pain in their buttocks and at the incision area which was pain that the patient had not experienced before. The caller went on to indicated that the patient had fallen about 2 months post implant which would roughly coincide with the onset of the pain. During the call the ins was checked and therapy was confirmed to be turned on and set to 2.4 on program 3. The onset of pain was reported as (B)(6) 2018 indicating that the issue was sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.